Event description:
It was reported that the patient had a witnessed cardiac arrest and received multiple shocks from his ICD. Patient was rushed to the ER and was revived and in hemodynamically stable condition on ventilator support. Upon interrogation of competitor ICD, alerts for battery depletion, extended capacitor charge time and short circuit conduction detection during shock delivery were noted. The ICD and rv lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.